Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (can comm timeouts) has been confirmed. Upon eval the trunk cable connector was damaged. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt. Date of this report: date should have been (B)(6) 2011.

Event description:
Zoll customer support contacted a (B)(6) female pt in regards to the pt's download which revealed excessive can comm timeouts. The pt was issued a replacement electrode belt.